Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the issue resolved by replacing tank. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect part has been received by the manufacturer for evaluation however results are not available yet.

Event description:
A medtronic representative reported while outside of procedure, the generator of the imaging system had an imbalance in kvp while taking rad shots. There was no patient present at the time of the issue.

Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Analysis on the high voltage tank was completed by medtronic personnel. Testing found that the resistance between two contacts was high. It was noted that oil was lost in the tank as well.